Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluated handpiece and there were no signs of heating up. Turbine is intact. Bearings looked dry. Handpiece ran noisy but passed cut tested. Found cap damaged from coming intact with rotor. Also bottom sheath was loose and rotated about 1/4 inch.

Event description:
It was reported that a midwest e 1:5 ca overheated during use and burned a patient; no intervention was required.